Event description:
I underwent lasik surgery several years ago (2011). Right after the surgery my vision came very bad. No night vision, fluctuant vision during the day, bad vision of contrast, quality of light, photosensitivity, halos, glares, pain, dry eyes... The visual acuity in her eyes is today 20/50 in her right eye and 20/70 vision in her left eye. I have unstable distorted vision due to my corneas being irregular which is a direct result of my lasik surgery. The specific condition of my corneas is "post-lasik corneal ectasia". In addition, I have a history of amblyopia in my left eye, which should have eliminated me as a candidate for lasik surgery. (B)(6).